Event description:
A pt was in full arrest. R2 defibrillation electrodes were applied to the pt. The pt was in asystole and defibrillation was not indicated. The medical workers continued to monitor. Epinephrine was administered, the heart rhythm changed to vfib and the monitor did not show a fault message. The medical workers confirmed the vfib and shocked the pt at 200 j. They heard a popping noise. They attempted to shock the pt again and observed arcing between two places on one electrode. They did not attempt to defibrillate the pt a third time, as they were close to the hospital. The pt expired.